Event description:
It was reported that the user received a low glucose alert on the pump during sleep and expressed concern that phone notifications were not loud enough, prompting guidance to increase phone notification volume and to confirm the low with a fingerstick, which read 51 mg/dl. Symptoms included no reported hypoglycemic symptoms at the time, attributed to just waking up. Outcomes included treatment with oral carbohydrates (apple juice), with blood glucose increasing to 82 mg/dl by the end of the call and the user planning to consume additional juice; no hospitalization occurred. Investigation included remote troubleshooting and user education regarding phone notification settings and confirmation of low glucose by fingerstick. Investigation of this case revealed hypoglycemia with unclear cause, with no device malfunction reported and user notification settings adjusted to improve alarm audibility. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.